Manufacturer narrative:
The root cause of the reported issue was traced to the watchdog reset mechanism of the device software.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which indicates a device failure that could result in the device freezing. The device reset to prevent this freeze. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which indicates a device failure that could result in the device freezing. The device reset to prevent this freeze. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker cleared the event code from the memory of the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.